Event description:
It was reported, the endoscope reprocessor accessories connecting tube on the reprocesser are breaking and popping off mid cycle. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. The likely cause could be that there was no abnormality found at the connecting tube, so we consider that the tube was not pushed all the way in when being connected (until a click was heard), or that foreign material, etc., got caught at the connection part, making it impossible for the tube to be connected. The event can be detected and prevented in accordance with the following instructions for use (IFU). The user can detect abnormality by performing the following inspection. 9 preparation and inspection. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.